Event description:
It was reported that during a stenting treatment procedure the stent was not fully expanded and stent damage occurred. The target lesion was located in an unspecified vein graft. An ion stent delivery system was advanced to the lesion and was deployed in the vein graft; however, it was noted that the vein graft was large and the stent did not fully expand. An unspecified balloon was advanced to the lesion for post dilation and it was noted that the balloon got ¿hung up¿ on one of the stent struts of the deployed ion stent, pushing two segments of the stent together. It was noted that the stent shortened. The physician was able to remove the post dilation balloon and guide wire from the lesion. The procedure was successfully completed with no patient complications reported. The patient¿s current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).